Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown 3.5 mm locking compression plate (lcp) (other number) UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: calbiyik, m et al (2017) prospective randomized study comparing results of fixation for clavicular shaft fractures with intramedullary nail or locking compression plate. International orthopaedics, 41:173¿179. The purpose of this study was to reveal whether minimal invasive implantation of a novel intramedullary device produces comparable outcomes with locking compression plate (lcp) fixation in patients with displaced midshaft clavicle fractures. Patients were split into 2 groups. In group 2 a 3.5 mm locking compression plate (synthes, USA) was used. Forty (40) patients (25 male, 15 female) were in this group with a mean age of 39.07 years. One (1) patient had implant failure. Implant failure was due to infection and the patient underwent implant removal and recovered with limited range of motion. Unsatisfactory outcomes including skin irritation, dysesthesia, delayed union and painful shoulder were seen, however they were quite rare. This report is for an unknown 3.5 mm locking compression plate. This is report 1 of 1 for (B)(4).